Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bruising with mild swelling at the implant site. The implantable pulse generator (ipg) remains in use and medication was resumed. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.